Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the right femoral artery. The diffuse lesion being treated was located in the proximal to distal right coronary artery (rca). The distal rca was predilated and a 3.0x24mm taxus stent was implanted. A 3.5x38mm taxus was deployed in the in the mid to distal rca. The physician attempted to place a 3.5x32mm taxus liberte stent from proximal to mid rca, but was unable to cross the lesion. The physician attempted to withdraw the 3.5x32mm stent into the guide catheter. Then the physician attempted to remove the stent delivery system, guide wire and guide catheter, but the 3.5x32mm stent dislodged into the femoral artery. The physician attempted to retrieve the stent from the left femoral artery with a 1.2mm balloon, but was not successful. A non-bsc stent was deployed in "another side artery" and post dilated with a 4.0mm balloon via the right femoral artery. The physician attempted to snare the 3.5x32mm stent, but was unsuccessful. Balloon inflations were made with a 4.0mm balloon and the stent retrieved from the left femoral artery. The physician spent over 1 hour retrieving the stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - an introducer sheath, guidewire, and snare device were returned to the complaint investigation site for analysis. A taxus liberte stent was returned on the guidewire. It was severely deformed and damaged. Solidified blood was present on the stent. The stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the right femoral artery. The diffuse lesion being treated was located in the proximal to distal right coronary artery (rca). The distal rca was predilated and a 3.0x24mm taxus stent was implanted. A 3.5x38mm taxus was deployed in the in the mid to distal rca. The physician attempted to place a 3.5x32mm taxus liberte stent from proximal to mid rca, but was unable to cross the lesion. The physician attempted to withdraw the 3.5x32mm stent into the guide catheter. Then the physician attempted to remove the stent delivery system, guide wire and guide catheter, but the 3.5x32mm stent dislodged into the femoral artery. The physician attempted to retrieve the stent from the left femoral artery with a 1.2mm balloon, but was not successful. A non-bsc stent was deployed in "another side artery" and post dilated with a 4.0mm balloon via the right femoral artery. The physician attempted to snare the 3.5x32mm stent, but was unsuccessful. Balloon inflations were made with a 4.0mm balloon and the stent retrieved from the left femoral artery. The physician spent over 1 hour retrieving the stent. No further patient complications were reported and the patient¿s status is stable.